Manufacturer narrative:
The device was returned for evaluation. The returned device was given 3 separate delivery tests: this showed the device met with specifications. No device problems could be confirmed. The root cause of the reported issue could not be established.

Event description:
Information was received indicating that this ambulatory infusion pump failed flow rate by -7.7%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.